Event description:
A patient is developing a granuloma on mandible right side, two months post surgery using materialise personalized plates.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Manufacturer narrative:
The investigation concluded that the device did not malfunction and there was no deterioration in the characteristics of the performance of the device. Investigation showed that the device met specifications. The surgeon confirmed that a possible cause for granuloma could be a reaction of the body to the plate itself as a foreign object. The sterilization protocol used by the hospital could not be confirmed so it can't be excluded that it could have contributed to the issue as well as a possible post-operative care issues. The exact reason why a granuloma appeared on patient's mandible right side could not be established.

Event description:
A patient is developing a granuloma on mandible right side, two months post surgery using materialise personalized plates.